Event description:
Consumer complaint of low blood results. Caller is getting results in the 70s and 80s mg/dl throughout the day. Back to back blood test results were 73 mg/dl and 75 mg/dl. Lowest result in memory is 69 mg/dl. Caller states she usually reads in the 180s mg/dl when fasting because of her stress and taking extra pain medication. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).